Manufacturer narrative:
Concomitant medical device: 439688 lead implanted: (B)(6) 2016.

Event description:
It was reported that the patient developed a hematoma and incision dehiscence. The pocket was opened and flushed with antibiotic. An antibacterial envelope was added. The cardiac resynchronization therapy pacemaker (crt-p) is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.